Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there is a leak between the needle and the tubing of the winged device.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2032139 d.4 medical device expiration date: 2024-01-31 h.4. Device manufacture date: 2022-02-22.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip the following information was provided by the initial reporter. The customer stated: there is a leak between the needle and the tubing of the winged device.

Manufacturer narrative:
H.6. Investigation summary: material #: 367324. Lot/batch #: 2032139. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there is a leak between the needle and the tubing of the winged device.